Manufacturer narrative:
Diagnosis: metastatic breast cancer. Palliative intent weekly paclitaxel. Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that (paclitaxel ) was infusing during circle priming and the nurse noticed that chemotherapy was coming out from the in-line filter. The tubing got wet on the outside and nurse was touching the tubing with gloves on. The nurse was exposed to the (paclitaxel) chemotherapy. There were no interventions needed for the nurse. Appropriate protective equipment was used (chemo gloves).no exposure to the patient was reported. Because there was drug in the tubing we had to discard the entire set up. The bag of chemotherapy was discarded and a new one had to be prepared. There was a delay in administration of drug.